Event description:
Three vanishpoint 3cc syringes with 25g 5/8 inch needles were noted by nursing staff to have a crack in the barrel when medication leaked out. The staff are not aware of any damage that could have occurred to the syringes at the clinic. For the present we are monitoring for any other reports.

Event description:
The involved product was received from city and county of san francisco on 1/6/2005. An investigation showed the syringe barrel to be cracked. An investigation results letter was sent to the facility confirming the complaint. We also performed a review of the device history record and no anomalies were noted. A recent post-production review shows that our current risk analysis is adequate.